Event description:
The patient has an scs system which includes two leads from the same lot. It was reported that the patient was experiencing abdominal stimulation. An x-ray was taken and revealed the lead had migrated. Reprogramming initially provided effective stimulation. Follow up info identified the patient was experiencing weakness in her legs with the current programs. The patient underwent surgical intervention to reposition the lead. The patient is receiving effective stimulation.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.